Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for unknown indications for use. It was reported that the patient had a myelogram done on (B)(6) 2025 and has experienced severe abdominal pain and burning since. The initial thoughts were constipation due to opioid medication in the pump, but x ray showed no backed up stool and the patient reported regularity. The pateint was currently admitted to the hospital.they would undergo a thoracic MRI on (B)(6) 2025 to check for potential infection from myelogram, granuloma, or arachnoiditis. Additional information was received from the device manufacturer representative indicated that the results of the MRI were inconclusive. A dye study was done on friday (B)(6) 2025 which was successful and showed no catheter abnormalities.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2023: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.